Event description:
Customer reported locking issues on table. The table drifts a few times. No harm or impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
During onsite investigation, the field service technician found physical damage on the claddin; blood in the ir windows, data port, electrical housing and channels; as well as no grease on the table. However, it was confirmed none of these findings would not have contributed to the unintended movement issue. Similarly, baxter technician was not able to reproduce the reported failure. The trusystem 7000 operating table is intended for the following use: patient positioning during surgery, including anaesthesia induction and recovery from anaesthesia. Task-related patient transfer within the operating theatre. For applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. The alleged event could not be confirmed and the additional failures found would be unlikely to cause or contribute to a death or serious injury if to recur. The visual damage is noticeable prior use and patient would not be in contact with body fluids as a sheet or drape is typically used to cover the surgical table. Baxter technician completed a proposal to repair the additional failures found, but customer declined the services. Based on this information, no further action is required.

Event description:
Customer reported locking issues on table. The table drifts a few times. No harm or impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint #: (B)(4).

Manufacturer narrative:
Further investigation for the root cause is ongoing and results will be provided within a final report.